Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, no implant/explant dates are applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation procedure of the metacarpal on (B)(6) 2016, four 1.5mm cortex screws broke off just before the screw was seated against the plate. The surgeon was unable to remove the broken screw shafts from the patient's bone with pliers and opted to leave them in situ. The surgeon did not want to ream around the screw shafts to remove them because reaming would result in removing more bone. A 2.0mm plate was placed over the broken screws to achieve fixation. This construct was larger than desired and planned for the procedure and therefore, revision surgery to remove the construct is likely once the fracture heals in approximately 6-12 months. There was a 30 minute surgical delay due to the reported event. The surgeon does expect that the fracture to heal normally. This report is 4 of 4 for (B)(4).